Event description:
Allegedly, the patient had fracture of femur revised with new revision stem. Components not revised: product: prime 60mm shell product ID: p3sbqe60 lot#: 1911347 qty:1. Product: prime a-class liner group e 36mm product ID: p2lxse36 lot#: 1882594 qty:1.